Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with two ecr60d cartridge reloads present. Cartridge (a) ecr60d, j5k92c was received loaded on the device fully fired and in good visual conditions. Cartridge (b) ecr60d, l55f7t, was received fully fired and with cartridge deck damage. The found damage on the deck (b) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples or cutting issues were noted during functional testing.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon fired a gold reload and upon completion of the firing the surgeon opened jaws and removed from tissue. The surgeon noticed that the staple line looked mangled and frayed. The surgeon did over sew the staple line and use cautery to contain some bleeding. The surgeon finished the case with a same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the product code of the gold cartridge being used (gst or ecr)? (B)(4). Was the staple line complete (full 60mm)? Don¿t know. Was the cut line complete? Don¿t know. Was there any issue with the cut line such as jagged, dull knife, irregular, etc? Looked very jagged and irregular. How much blood was lost (ml)? No. Did the patient require a transfusion? No. Was buttressing material utilized? If so, which product? No. Was a leak test performed and if so, what was the result? No, but surgeon oversewed and showed no sign of leaks.